Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the sponge of the inlet air path assembly was observed to have lifted up and blocked the blower inspiratory port. The device's air inlet path assembly needs to be replaced to address the issue.